Event description:
Hhrn (B)(6). States pump curlin 6000cms is beeping alarm and states it timed out. Hhrn tried take batteries out and turning off and on, did not work. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Indication for gamunex-c 10%: chronic inflammatory demyelinating polyneuritis.